Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, they were unable to issue medication as the drawer would not open. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, they were unable to issue medication as the drawer would not open. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the user was unable to issue medication on the first attempt; after clicking 'issue', the workflow progressed to the witness requirement stage, but the drawer failed to open. A technical support specialist (tss) advised the user to log off using the 'exit' option and then log back in. After following this step, the user was able to successfully issue the medication on the second attempt, and the drawer opened as expected. The system functioned as intended after the technical support specialist assisted the customer.